Manufacturer narrative:
The device was discarded by the user facility therefore unable to be returned and evaluated. However, photo evidence of the patient's injury was provided, confirming the complaint. A review of the manufacturing documents verified the device was produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. (B)(4). The clinical data report for conmed thermogard dispersive electrode determines that under normal conditions of use, undesirable side effects are acceptable when weighed against the benefits to the patients. The instructions for use advise the user of the following. During high current procedures, there is a risk that excess heat may build up in standard dispersive electrodes which may result in patient injury or burns. Thermogard and thermogard plus abc dispersive electrodes are for use with various patient populations providing there is sufficient surface area to ensure full contact of the electrode with the patient's skin. Failure to achieve good skin contact by the entire adhesive surface may result in electrosurgical burns or poor electrosurgical performance. Difficulty in achieving cutting or coagulating energies requires evaluation. Stop. Do not proceed or increase power settings until you have checked all components of the electrosurgical circuit including the active electrode and its cable, the patient, dispersive electrode adherence and integrity and the electrical generator and its connectors. Indiscriminate power increase may result in patient burns. Due to the severity of this reported patient injury, an investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of the user facility that after one hour of operation with 51-7310 thermogard dispersive electrode, the patient's skin was observed to be injured. Epidermal detachment on the back of the right femoral region was reported. This injury was treated with washes, application of alprostadil alfadex and rinderon vg. The procedure was completed with no reported delays. This report is being raised on a reported patient injury.